Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high threshold, non sensing and low unipolar impedance on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.